Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the device was explanted per patient request due to no relief. There was no injury to the patient.

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37744q, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient; product ID 3888q45, lot# va07n8d, implanted: (B)(6) 2013, product type: lead; product ID 3888q45, lot# va07n8d, implanted: (B)(6) 2013, product type: lead; product ID 3888q45, lot# va07n8d, implanted: (B)(6) 2013, product type: lead; product ID 3888q45, lot# va07n8d, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information reported the patient was reprogrammed prior to their explant.

Event description:
Additional information received reported that the outcome was reported as ongoing with no further action needed. The etiology was pr ogramming/stimulation. The relationship to the study treatment was noted as not applicable to the device, therapy, and implant procedure.

Manufacturer narrative:
Final analysis of the stimulator revealed insignificant anomalies. The stimulator was functionally okay. Final analysis of the lead revealed the number 3 conductor was broken 6.8 cm from the distal end at the electrode weld site. There were no shorts between the circuits but number 3 was open.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported the etiology was the patient's lead.

Event description:
It was reported the #15 electrode had high impedance greater than 10 ,000. It read 15,000. The subject did not have a clinically undesirable experience. No action was taken and no diagnostic methods occurred. Etiology included incisional site/device tract at the electrode contact location. It was not related to the implant procedure and there were no signs or symptoms. They recovered without sequelae on (B)(6) 2014.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.